Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a frozen display screen. Customer's blood glucose reading was 123 mg/dl. Customer reported that they are not sure if an alarm occurred during or after the buttons stopped responding. Customer reported that the time is not displayed on the pump. Troubleshooting was done and the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.